Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that calibration errors have been received with the sensors during normal use and a change sensor alarm. The customer indicated that their blood glucose was 521 mg/dl at the time of incident. Troubleshooting advised customer to call when the actual alarm happens so that they can troubleshoot. Customer was advised that additional sensors would be provided and to follow up if any further questions or if any issues persist.